Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex for mechanical circulatory support. It was reported that purge system open alarm was noted on the automated impella controller (aic). The nurse performed two purge cassette changes trying to resolve the alarm but it remained. Upon further examination of the purge sidearm and blue plug, the nurse noted purge fluid leaking from the top and bottom part of the blue plug. The team at the account site was going to attempt to perform a purge side-arm bypass but noted that purge sidearm tubing came out of gray connection and was no longer attached to the blue power plug. At this time, the doctor was notified of the alarm and need for explant or replacement of device. The decision was made to proceed with an explant. The patient was brought down to the catheterization lab for explant. The intensive care unit staff was unsure of what led to the issue as they did not recognize an event that led to a leak of the purge sidearm. No patient harm was reported due to the issue.

Manufacturer narrative:
H6, medical device problem code, a141101, decrease in pressure, and a050401, fluid/blood leak, have been replaced with a0401, break.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.